Manufacturer narrative:
Unknown as information was asked, but it was not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). No code available (device dislocation). An attempt was made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) leading haptic was broken and was not visible on insertion in the patient¿s right eye, iol was defective. Upon further follow-up, we learned that the iol was fully inserted. Account indicated that the lens dropped to the back of the eye resulting in vitrectomy. The lens was removed and replaced in the same procedure during which a competitor lens was implanted. Sutures were placed. No treatment or prescription was given by the doctor outside the regular standard of care. The patient is fine presently and is being monitored. The lens is available for evaluation. No further information was provided.